Event description:
It was reported that a user experienced confusion during a supply change when the pump did not appear to rewind after the user attempted to initiate the rewind, and the prior cartridge was noted to be barely used, which led to a very short rewind cycle; the user was guided through navigating back to the rewind screen, performing another rewind, and completing a full supply change with cd 23-inch infusion sets, after which insulin delivery was resumed and blood glucose remained unaffected. Symptoms included no adverse physiological effects. Outcomes included no clinical impact and no alerts or alarms. Investigation included troubleshooting and education on correct supply change steps. Investigation of this case revealed user handling during the supply change and a normal device response consistent with a short rewind when the prior cartridge retains minimal plunger travel. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change steps.